Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated that he was hospitalized for low blood glucose levels. The customer stated that the insulin pump was functioning fine and the event was due to user error. Assisted the customer with his basal rate settings. The customer was unable to troubleshoot at the time of the call. Nothing further was reported.